Event description:
It has been reported to us that during the procedure, a dissection of the vessel was noticed while the guide catheter was in place. The physician inserted the guide catheter into the patient. The patient had severe calcification in the aortic. The dissection was of the left main before any stent was placed. The dissection was treated with a stent. The physician indicated that the guide catheter was fine, however, the dissection was caused by the severe calcification in the aortic of the patient. The actual device has been discarded and will not be returned for evaluation.

Manufacturer narrative:
The actual complaint sample was discarded and will not be returned for evaluation. Therefore, an engineering analysis of the subject device can not be performed. The lot number for the device is unknown and therefore a review of the device history record can not be performed. If in the future any additional information or a sample is returned a follow-up medwatch will be submitted. Device discarded - not returned for evaluation. Conclusion: the event has not been confirmed due to no product returned. The analysis is complete as of today (B)(4) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.